Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate shock therapies for atrial fibrillation with rapid ventricular response. The issue was addressed by conducting av node ablation. The patient was discharged.